Event description:
It was reported by service report that the fowler could not be locked in position to hold pt weight. The customer could not determine whether there was pt involvement and/or adverse consequences.